Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the battery compartment was cracked from the top, and below the bumper pad. A piece of the battery compartment was missing. The battery compartment threads were stripped and the cap was unable to be tightened to the pump. A test cap was used for all steps.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.